Manufacturer narrative:
The reported complaint of a leak could be confirmed from the photo provided. However, without the return of the sample, a comprehensive review cannot be performed, and a probable cause cannot be determined. The reported complaint of a leak could be confirmed from the photo provided. However, the returned new sample was tested, and no leaks were observed. Without the return of the used sample, a comprehensive failure investigation cannot be performed, and a probable cause cannot be determined. The lot history was reviewed, and no nonconformities were identified that may have contributed to the reported complaint. D9 - date returned to mfg: 11/19/2024.

Event description:
The event involved a kit composed by 3 gang stopcock w/3 microclave®, drop-in ext line w/2 rotating luers (male/male) where the customer reported visible liquid leaks during infusion on the manifolds or the stopcocks on the central venous line at the junctions. This required replacing the entire line along with the manifold as microcracks likely formed in certain spots on the connectors. Three devices have been observed with this issue. The patient was stable, no additional medical intervention was required, there was no exposure for the patient or healthcare provider to a cytotoxic product, there was no delay in therapy, the therapy was completed, and the patient has received the intended dose, the medication involved was bionolyte or kabiven, air bubbles have been observed in the tubing. There were presumed micro cracks with the device. There was unknown patient involvement and unknown adverse event/human harm.

Manufacturer narrative:
The reported complaint of a leak could be confirmed from the photo provided. However, without the return of the sample, a comprehensive review cannot be performed and a probable cause cannot be determined.